Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2014 the patient came for a pump refill and was not able to administer boluses. The pump logs were read with a telemetry performed at 10:05 and multiple motor stalls had occurred. On (B)(6) 2014 a motor stalled occurred at 00:51 and recovered on (B)(6) 2014 at 06:46. On (B)(6) 2014, a motor stall occurred at 09:43 and recovered at 15:20 that same day. Also on (B)(6) 2014 another motor stall occurred at 20:38 and recovered on (B)(6) 2014 at 01:17. A motor stall also occurred on (B)(6) 2014 at 05:23 and it was unknown if it had recovered. No diagnostic testing or troubleshooting was performed. It was unknown if the issue was resolved and the cause of the stalls was not determined. No patient symptoms were reported associated with this event. At the time of the report the patient's status was reported as alive-no injury. As a result of the motor stalls, the pump was to be explanted on (B)(6) 2014 and expected to be returned. This device system delivered clonidine. Additional information was requested to verify the patient¿s current status post the planned explant, symptoms and device status. Should additional information be received, a supplemental report will be filed.